Event description:
The doctor indicated that the abutment screw fractured.

Manufacturer narrative:
Upon visual and functional inspection it was confirmed that the thread on this conical abutment screw was fractured. No lot or order number was provided. The product¿s history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.